Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, monitor not powering up upon start-up was noticed. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high-definition lcd monitor did not power up and it was not external power supply issue. The event occurred during preparation for use, prior to an unknown endoscopy procedure. It was reported that the procedure was delayed but successfully completed using similar device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was found that the device would not power up and it is presumed that it is not the external power supply. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.